Event description:
It was reported that a novum iq syringe pump experienced system error 20607 (monitor plunger improper) during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, customer complaint of "error. Code 20607." Was not reproduced. A review of event history log revealed multiple occurrences of monitor plunger improper direction (se 20607). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be perimeter gasket and mechanism and flange assembly. The perimeter gasket and flange assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.